Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer. Initial result: 22.1 pg/ml. 1st rerun result: 97.2 pg/ml. 2nd rerun result: 22.3 pg/ml.

Manufacturer narrative:
The tnths expiration date was not provided. The cobas e801 module serial number was (B)(6). Qc was performed on the day of the event and it was acceptable. The investigation is ongoing.

Manufacturer narrative:
The provided data. A general reagent issue can be excluded. The calibration did not indicate an issue. The instrument check was provided and the instrument was performing within specifications. Based on the provided images, a clot/pre-analytical issue was observed. The gripper wheels were dirty. The cause was consistent with the presence of dirt that might have contaminated the samples. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.